Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiple times during the load sequence. Reportedly, the cartridge was changed to address the issue; however, the issue persisted, and the customer reverted back to manual daily injections. There was no reported adverse impact to the customer¿s blood glucose level.